Event description:
The customer reported that the unit of measurement setting of their locked freestyle flash meter changed from mmol/l to mg/dl. The meter is exhibiting signs of the memory overwrite malfunction. The customer also reports that the meter has been exposed to the cold. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa16may2006 letter.